Event description:
We received an allegation about discrepant results for 1 patient sample tested with rheumatoid factors ii assay on a cobas c 303 analytical unit (unit 1). The sample was initially tested on a different c 303 (unit 2), and the result was 20.3 iu/ml (accompanied by a data flag). The sample was then repeated on the c 303 (unit 1), and the 1st repeat result was 13.5 iu/ml (accompanied by a data flag). The sample was retested on the other c 303 (unit 2), and the 2nd repeat result was 6.17 iu/ml (accompanied by a data flag). The 2nd repeat result was deemed to be correct, being "<10 iu/ml", as it matched the patient's history and other test results, and was reported to the patient. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The cobas c 303 analytical unit (unit 1) serial number was (B)(6). The customer mentioned that they had qc issues. The investigation is ongoing.